Event description:
Intera oncology received the following report from home health care service about an issue with a glycerin patient that received multiple fills of the alk 50% glycerin. In the time that the patient was on service with the home health care service, the nurse filled the patient with glycerin at appropriate intervals and witnessed a declining flow rate. The declining flow rate was reported to the patient's clinic on multiple occasions, but the clinic was not concerned. The clinic brought the patient in to be evaluated, and the catheter was clotted off. The home health care service provided intera oncology with the following pump flow data from (B)(6) 2024: on (B)(6) 2024 - flow rate 0.18ml/day, on (B)(6) 2024 - flow rate 0.16ml/day, on (B)(6) 2025 - flow rate 0.11ml/day, provider notified. The patient's clinic assured the patient that the flow rate was ok. On (B)(6) 2025 - flow rate 0.09ml/day, provider again notified.on (B)(6) 2025 - patient brought into the clinic to flush the catheter; they were unable to flush it. The home health care service mentioned that they are not aware of the patient experiencing adverse health effects. The patient's clinic informed intera oncology that tissue plasminogen activator (tpa) was placed into the bolus pathway in the pump. The patient returned for follow-up after one week and the catheter flushed. A follow up haps study was done, and the result was abnormal (no perfusion to the liver and activity was seen within the abdominal cavity). In addition to the haps study, the clinic performed a nuclear med perfusion scan, which demonstrated a leak at the junction of the catheter and the pump with no uptake in the liver. The clinic is planning on removing the pump and the procedure has been scheduled for (B)(6) 2025.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29191, was reviewed. The pump was manufactured on may 19, 2023. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As previously mentioned, the home health care service mentioned they are not aware of the patient experiencing adverse health effects. The clinic is planning on removing the pump and the procedure has been scheduled for (B)(6) 2025. A root cause is not able to be concluded. However, bolus path occlusion is a known adverse event listed on the intera 3000 pump IFU.